Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, at step 3, removing the prostyle plunger, there was resistance retracting. The plunger was pulled out against resistance. The footplate lever was closed yet the prostyle device could not be retracted from the patient. A cut down was used to visualize the device. The feet had not retracted. The needle [actuator wire] was pinned against the artery and a portion of the footplate was broken and attached to the needle. The prostyle was removed surgically. The evar procedure was completed and hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated. (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the eifu deviation contributed to the reported difficulties. In addition, the device was removed against resistance. It should be noted that the eifu, states: do not advance or withdraw the perclose prostyle device against resistance until the cause of the resistance has been determined. In this case, removal of the device with resistance would not have initially contributed to the reported difficulties and was circumstantial due to the difficulties experienced. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.